Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg and lead sites and was experiencing ineffective stimulation. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
Correction b5: additional information received reports that the patient did not undergo an explant on (B)(6) 2024 as previously reported. Correction e1: physician has been updated.

Event description:
Additional information received reports that the patient did not undergo an explant on (B)(6) 2024 as previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.